Manufacturer narrative:
(B)(4). Submit date: 05/17/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports the blue port tubing disconnected from catheter after attempted flush. Additional info received from customer that catheter had to be removed and replaced. No adverse pt effects.